Event description:
This is a follow-up for the initially filed MDR (3011581906-2020-00003).

Manufacturer narrative:
On (B)(6)2020 , infutronix confirmed with the service provider that the affected device was never returned for evaluation and therefore no root cause could be established. The complaint couldn't be confirmed.

Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On (B)(6) 2020, a distributor of infutronix reported an underinfusion issue on behalf of an end user: "pump alarmed and read completed, still 37ml in bag. Patient did not receive full dose." Device operator was a registered nurse. A patient was involved. Patient harm did occur as "patient did not receive full prescribed dose."